Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula due to which he experienced high blood glucose level and caused an injury in the left eye (diminished vision). Therefore, they tried to treat it with a bolus via the pump, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. His highest blood glucose level was 1100 mg/dl and his wife suspected diabetic ketoacidosis to be the reason for his effected memory. Moreover, the infusion had been used for 36 hours. Further, the patient was transferred to the intensive care unit. During hospitalization, he received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Further, the patient stated that he had been hospitalized twice in the past 6 months. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.